Event description:
On 11/16/09, it was reported that the triadyne ii power cord allegedly sparked while attempting to plug it into the wall outlet at the healthcare facility. There was no report of an injury.

Manufacturer narrative:
Kci records indicate that the patient was placed on the triadyne ii therapy system on (B)(6)2009. According to the kci service technician, the hospital staff attempted to move the bed without unplugging it from the wall outlet, which may have contributed to the internal damage which resulted in the reported event. Subsequent to the report of this complaint, the triadyne ii was returned to kci quality engineering for evaluation. Evaluation of the device revealed evidence of sparking, most likely due to the line and ground lead wires making contact inside the power cord plug housing. Further evaluation of the power cord plug revealed that the plug had been modified. It is unclear by whom or when this modification of the power cord plug occurred.